Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up poor detection was seen during an atrial fibrillation episode. A review by technical services (ts) noted a reduction in r wave amplitudes was leading to oversensing and an untreated episode stored. Ts noted to investigate further during a follow to identify possibilities with a different vector. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a follow up poor detection was seen during an atrial fibrillation episode. A review by technical services (ts) noted a reduction in r wave amplitudes was leading to oversensing and an untreated episode stored. Ts noted to investigate further during a follow to identify possibilities with a different vector. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.